Event description:
It was reported that a remote alert was received, indicating that this implantable pacemaker was operating in safety mode. As the patient is pacemaker-dependent, an emergent surgical replacement procedure is anticipated to resolve the event. Recently, this device was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that a remote alert was received, indicating that this implantable pacemaker was operating in safety mode. As the patient is pacemaker-dependent, an emergent surgical replacement procedure is anticipated to resolve the event. Recently, this device was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This pacemaker has been received for analysis and is pending the investigation conclusion.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that a remote alert was received, indicating that this implantable pacemaker was operating in safety mode. As the patient is pacemaker-dependent, an emergent surgical replacement procedure is anticipated to resolve the event. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.